Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) occupational exposure of needle injury occurred in the nurse [injury associated with device]. Novofine pierced the needle cap due to quality issue [needle issue]. Improper handling [wrong technique in product usage process]. Case description: this serious spontaneous case received from regulatory authority via nmpa (national medical products administration) from china was reported by a other health care professional as "occupational exposure of needle injury occurred in the nurse(accidental needle stick)" beginning on (B)(6) 2024 "novofine pierced the needle cap due to quality issue(needle issue)" beginning on (B)(6) 2024 "improper handling(wrong technique in product usage process)" beginning on 1(B)(6) 2024 and concerned a patient who was treated with novofine 32g 6 mm (needle) from unknown start date for "device therapy", patient height, weight and body mass index (bmi) was not reported. Dosage regimen of novofine 32g 6 mm was not reported. Concomitant products included - novopen 5(insulin delivery device). On an unknown date, the nurse prepared to inject insulin into the patient before supper. On (B)(6) 2024 , the nurse was stabbed in the finger when the needle was replaced and the needle pierced the needle cap, and an occupational exposure process of needle injury occurred in the nurse, lead to novofine bent, which was due to improper handling of the needle by the nurse. Later, the bent novofine needle was immediately removed form nurse's body and discarded, placed in a sharps container, and replaced with a qualified one for injection into the patient. Relevant treatment was carried out according to hospital procedure.the nurse has received training on the use of novofine needle. Batch number of novofine 32g 6 mm: 21e12y. Action taken to novofine 32g 6 mm was reported as product discontinued due to ae. The outcome for the event "occupational exposure of needle injury occurred in the nurse(accidental needle stick)" was not reported. The outcome for the event "novofine pierced the needle cap due to quality issue(needle issue)" was not reported. The outcome for the event "improper handling(wrong technique in product usage process)" was not reported. References included: reference type: e2b authority number. Reference ID#: (B)(4). Reference notes: nmpa (national medical products administration), chn. No further information was available. Preliminary manufacturer's comment: 03-apr-2024: the suspected device novofine 32g 6mm needle, any other needle from batch / box has not been returned to novo nordisk for evaluation. Relevant information on trained user, work pressure, needle defective or malfunction are unavailable for complete assessment. It is an accidental needle prick injury. No conclusion reached. Reporter comment: the reporter thought that event: "the needle piercing the needle cap" may be related to product quality.

Event description:
Case description: investigational results: name: novofine 32g etw tip 0.23/0.25*6mm, batch number: 21e12y the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. Since last submission the case has been updated with the following: inv results were updated. Expected follow up date was removed. Annex b, c, d, g codes were updated. Narrative was updated accordingly. Final manufacturer's comment: 27-may-2024: the suspected device novofine 32g 6mm needle, any other needle from batch / box has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine needle. Considering the nature of events reported accidental needle stick injury is related to incorrect handling of the product. H3 continued: evaluation summary name: novofine 32g etw tip 0.23/0.25*6mm, batch number: 21e12y the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.